Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
Additional narrative: it was reported that patient underwent boston scientific implant and cystoscopy on (B)(6) 2009 for stress urinary incontinence. (B)(4) - urinary problems.

Manufacturer narrative:
It was reported that following insertion the patient experienced pain, erosion, extrusion, infection, urinary problems, recurrence, dyspareunia, and vaginal scarring. It was reported that the patient underwent vaginal mesh repair/laparoscopic on (B)(6) 2009 due to pelvic pain. (B)(4).

Manufacturer narrative:
(B)(4). Additional narrative: reason : it was reported that the patient underwent mesh implantation to treat stress urinary incontinence. The patient experienced pain, erosion, urinary problems and dyspareunia. (B)(4) - urinary problems; dyspareunia.

Event description:
It was reported that the patient underwent a surgical procedure to treat stress urinary incontinence and pelvic organ prolapse on (B)(6) 2005 and an obturator sling was implanted. The patient experienced pain, erosion of internal tissues and has undergone additional surgeries and revisionary procedures including a mesh removal surgery on (B)(6) 2009. No additional information is provided at this time.